Event description:
Injector for pca syringe is defective. (Abbott injector are packaged with the set not the drug vial). The needle running through the center of the injector is clearly bent and kinked.